Manufacturer narrative:
Details of the complaint: the biomedical engineer (bme) reported that the bedside monitor (bsm) had intermittent ECG interference. The issue occurred during in-patient use, and no patient harm was reported. They would always reboot the bsm; however, it would only resolve the issue temporarily. The bme swapped lead sets and the trunk cable, but the issue still showed random interference. Investigation summary: based on the evaluation of the returned device, this complaint could not be confirmed. The definitive root cause of the reported issue could not be determined. A known cause of ECG interference can be caused by electrical activity from nearby devices, poor electrode placement, or due to patient movement. Other causes of ECG failure have been identified as: fuzzy or inaccurate waveforms (e.g., sawtooth patterns) or wave artifacts (signal noise, lead placement, lead connection, network interference) are caused by faulty lead placement/faulty leads. Lead sets are used to acquire ECG readings, and the users should verify that the leads are authorized for use with the bsm in operation before monitoring a patient. Improper connection of leads (leads not properly seated), and/or damaged or contaminated leads (dirt, dust and/or cleaning residues) may contribute to ECG issues. If the leads are not seated properly to the bsm, readings will not appear properly. Users should ensure that all cable connections are secure before monitoring a patient. Damage to lead sets are most likely a result of mishandling that results in the damage to the inner wires of the leads. Damage to the conductive wires would prevent data from reaching the bsm and transferring over to the cns. Buildup of residues on contact points could interfere with the stable flow of data or create a weak signal that may appear as a flat line on the bsm or cns or as broken waveforms. Lead issues resulting in the above-mentioned failure modes would be immediately recognizable by the user and addressed promptly. These factors can also lead to missing numeric or numeric but no waveforms on a tile or missing expanded waveforms or waveforms that appear cut off. Trending will continue to be monitored for this device, incidents, issues, and causes. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the bsm: cns model #: cns-2101 serial #: (B)(6) device manufacturer data: 10/05/2023 (oct. 5, 2023) unique identifier (UDI) #: (B)(4). Returned to nihon kohden: not returned.

Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm) had intermittent ECG interference. No patient harm was reported.